Manufacturer narrative:
Complaint no: (B)(4). Upon follow up it was reported the patient was discharged 11 days after hospital admission. The same day the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Study title: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis and conventional in-center hemodialysis ((B)(6) q study). Type of study: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis. (B)(4). Study sponsor: baxter clinical. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested with cloudy dialysate. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. The same day, the patient was treated with intraperitoneal (ip) cefathiamidine 0.25 grams, once a day and ip heparin sodium 8 mg, once and a day for peritonitis. At the time of this report the patient was recovering from this peritonitis event and treatment therapies were ongoing. Pd therapy was "dosage maintained". No additional information is available.